Event description:
It was reported that three of the magic 3 intermittent coude catheters in the last order were missing the burst pack.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted one unopened magic 3 catheter was received. Visual inspection noted the water packet was not present in the unopened package. The root cause for this failure mode was due to lack or incorrect instructions for loading the components to cavity or lack of operator training. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: a, d, e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that three of the magic 3 intermittent coude catheter in the last order were missing the burst pack.